Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found the whole monofilament was returned loose and the posterior cuff and needle tip were still attached to the rail end. The link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to the reported suture break. During step 3 (advancement of the thumb advancer and sheath splitting) the suture is harvested and pulled thru the suture bearing and the anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link pulled can be influenced by many factors, including but not limited to: manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc). There was no product quality deficiency detected that could have contributed to this event; therefore, the root cause for the link break from the cuff is undetermined. A review of the device history record did not reveal any relevant non-conforming material records (ncmr) associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot for the reported device code and failure mode.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions (femoral angiogram not done). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, while completing vessel closure the suture tore. A second proglide device was successfully used to achieve hemostasis. There were no adverse patient effects. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.